Event description:
User experienced discrepant total psa results for one patient sample. Initial result gave 0.018 ng/ml; repeated twice gave 3.2 ng/ml each time. Initial results was not reported. The field service representative was unable to determine a cause, but noted he suspected the sample tubes the customer is using of being more prone to static charge as the tubes read at a higher voltage through liquid level detection, while the probe is in the sampling positon and no sample is present. Additionally noted the narrow 10.5mm inner diameter of the sample tubes as a causative factor. Performance tests were performed.